Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet pump experienced post-meal hyperglycemia despite using the ¿usual for me¿ meal announcement, with a recorded blood glucose of 214 mg/dl and the user feeling well. Symptoms included elevated blood glucose after meals without associated adverse symptoms. Outcomes included troubleshooting and education completed with no alerts or alarms and no medical intervention or hospitalization. Investigation included a phone assessment of use patterns and review of meal announcement timing relative to recommended pump guidelines. Investigation of this case revealed that the user had been announcing meals approximately one hour before eating, which is inconsistent with product training and contributed to insufficient post-prandial insulin adaptation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement timing.